Event description:
The customer reported to olympus, the hd autoclavable camera head had interference and it stopped working during two separate trans urethral resection of bladder tumor (turbt) procedures on the same day. Both procedures were completed using the device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. It was discovered, a blurry image was displayed with no interference and the charge-coupled device was faulty. In addition, moisture had entered the assembly and it was no longer water tight due to a cut on the outer sheath of the cable. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. The following medwatch reports are related: patient identifiers (B)(6) (otv-s7proh-fd) and (B)(6) (otv-s7proh-fd, this complaint).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty charge couple device and the cut on the cable sheath could not be identified. The event can be detected/prevented by following the instructions for use which state: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.